Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said they were unable to endure burning sensation that involved their back. Pt said the charge did not last as long. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient mentioned their previous spinal cord stimulator was replaced with an MRI compatible spinal cord stimulator in october of last year. The patient said they were able to get several mris successfully. The patient then went in for an MRI of their abdomen on and was in MRI mode. The patient was in the MRI machine for about 2-3 minutes when they felt a burning sensation in their abdomen right around the ins that felt like they were on fire. The patient had to discontinue the MRI and be removed from the machine. On the call, the patient entered MRI mode and confirmed their eligibility. The agent explained the MRI guidelines and expectations to the patient. The patient was redirected to their healthcare provider to further address the issue. The agent provided technical services phone number, MRI guidelines link, and more MRI information to the patient. The patient also made a comment on the call that "their old stimulator was much better at connecting" and that the "bluetooth was not as good on this stimulator". The patient also said their spine was a "mess" and they needed an abdomen MRI.